Event description:
Info received indicates the head section is stuck in the raised position.

Manufacturer narrative:
The tech isolated the issue to the gas springs. He replaced the gas springs to repair the stretcher.